Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device did not fire to the end, in addition there was a poor staple formation. The surgeon also had an issue with the toggle and could not push it to the end point. Colon resection was needed and the staple line was fixed by hand sewing the anastomosis leading to an extended surgical time of more than 30 minutes. The hospital stay was extended, the patient stayed in the ICU (intensive care unit).